Event description:
It was reported that the lead was extracted due to decreasing sensing and rising threshold approx. 68 months after the implantation.

Manufacturer narrative:
As of today no patient declaration of consent is available. Thus the analysis is based on the inspection of the quality documents associated with the manufacture of this particular device. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. However, based on the inspection of the quality documents no conclusion can be drawn regarding the rot cause of the clinical observation. Should the patients declaration of consent become available, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.